Manufacturer narrative:
It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose levels rose above 400 mg/dl. The pod was reportedly leaking while worn for between 37 and 48 hours. The patient noticed the cannula came out of the infusion site (arm) and there was redness on the skin. The patient applied nivea and vaseline cream to help soothe the skin and a new pod was applied.